Manufacturer narrative:
Model number/catalog number 72400024, serial number (B)(4), batch/lot number (B)(4), gtin (B)(4), description balloon fgs 61-70 cm, expiration date 09/22/2015, manufacturer date 11/17/2010 model number/catalog number 72400098, serial number (B)(4), batch/lot number (B)(4), gtin (B)(4), model/catalog description control pump fgs, expiration date 11/01/2015, manufacturer date 11/12/2010. The ams800 occlusive cuff was visually inspected and functionally tested. No leak was found. It performed within specifications. Inspection of the remainder of the device revealed no other damage or irregularities. The ams800control pump was visually and microscopically inspected and functionally tested. No leak was found. The ams800 balloon was visually inspected and functionally tested. No leak was found. The device performed within specifications. Inspection of the remainder of the device revealed no other damage or irregularities.

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to small size cuff and old device. A new artificial urinary sphincter consisting of a 5.0 cm cuff, pump, and balloon were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the urethra was too narrow to evacuate, so physician replaced bigger cuff to improve the situation. He got well. Additional information received indicated the patient experienced difficulty urinating

Manufacturer narrative:
Model number/catalog number 72400024. Serial number (B)(4). Batch/lot number 676948005. Gtin (B)(4). Description balloon fgs 61-70 cm. Expiration date 09/22/2015. Manufacturer date 11/17/2010. Model number/catalog number 72400098. Serial number (B)(4). Batch/lot number 680113020. Gtin (B)(4). Model/catalog description control pump fgs. Expiration date 11/01/2015. Manufacturer date 11/12/2010.

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to small size cuff and old device. A new artificial urinary sphincter consisting of a 5.0 cm cuff, pump, and balloon were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the urethra was too narrow to evacuate, so physician replaced bigger cuff to improve the situation. He got well.